Event description:
It was reported that following the implant of the right ventricular (rv) lead, there was a cardiac perforation. The rv lead was repositioned and successfully implanted. Diagnostic imaging was performed following implant and there was no indication of cardiac effusion. Subsequently, the patient experienced cardiac tamponade and passed away. No malfunction was alleged against the rv lead.